Event description:
This unsolicited case from united states was received on 29-jul-2016 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and experienced bruising in both knees, knee swelling and knee stiffness on the same day. No medical history, concomitant medication and concurrent condition were reported. Patient had synvisc one last fall too but did not had problems then and it was the same doctor who administered it then. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (batch/lot number and expiration date: not provided) in both knees for arthritis. It was reported that the patient was having problems and complication since then. On the same day, patient developed swelling, stiffness and bruising in both knees. On (B)(6) 2016, cortisone was injected in patient's both knees. Patient wanted to know form the physician that where the synvisc one was injected. It was reported that the patient had pain in her below knee cap and the synvisc one was injected high on knee. Corrective treatment: cortisone for all events. Outcome: not recovered for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for all events. Pharmacovigilance comment: sanofi company comment dated 02-aug-2016: this case concerns female patient who received treatment with synvisc. One and later had bruising, pain and swelling in both knees. A causal relationship between suspect product and events has been considered to be possibly related due to positive temporal relationship. However, due to lack of information regarding medical history, concomitant medication and concurrent conditions of the patients a complete case assessment cannot be made.

Event description:
This unsolicited case from united states was received on 29-jul-2016 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and experienced knee pain, bruising in both knees, knee swelling and knee stiffness on the same day and after unknown latency experienced rash. The patient's medical history was significant for osteoarthritis (diagnosed via xray in 2012), breast cancer (2001) and breast cancer surgery, chronic fatigue syndrome, had lymph node surgery under her right arm, depressive disorder, not elsewhere classified insomnia, unspecified myalgia and myositis, unspecified pain in joint, site unspecified personal history of cervical dysplasia, unspecified hemorrhoids without mention of complication 1 vitamin d deficiency. The patient had allergy to amitriptyline hydrochloride (elavil) (ringing in ears), trazodone (trouble sleeping), tramadol hydrochloride (ultram) (nausea, agitated). On (B)(6) 2015, the patient had an appointment with healthprofessional. Patient had synvisc one last fall too but did not had problems then and it was the same doctor who administered it then. The patient's concomitant medications included alprazolam for insomnia, escitalopram oxalate (escitalopram) for depression, gabapentin for joint pain, ibuprofen, xantofyl (lutein) for age related macular degeneration of eyes (amd eyes), mometasone, multivitamin, nicotine (quit smoking in spring 1999). On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (last injection; one injection per knee) (batch/lot number and expiration date: not provided) in both knees for osteoarthritis. It was reported that the patient was having problems and complication since then. On the same day, patient developed swelling, stiffness and bruising in both knees. On (B)(6) 2016, the patient experienced knee pain, stiffness, swelling and bruising at and near the injection site involving both knees. On (B)(6) 2016, cortisone was injected in patient's both knees. Patient wanted to know form the physician that where the synvisc one was injected. It was reported that the patient had pain in her below knee cap and the synvisc one was injected high on knee. It was reported that by sunday she could barely walk. On monday she went to a different doctor who gave her cortisone in both knees to "settle things down". It was reported that it didn't go well and kind of made her sick. Further reported, after three weeks the swelling was back. On an unknown date in 2016, after unknown latency, she had a bad rash. On (B)(6) 2017, the patient received synvisc- one in both knees for the third time. She states that the first time she received synvisc-one it was fine but the second time she had a reaction but it was not as severe as the third time. Also reported, the second time she received synvisc-one the rash was not as severe. Corrective treatment: not reported for rash and cortisone for rest of the events outcome: unknown for rash and recovered for rest of the events a pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for the events of bruising in both knees, knee swelling, knee stiffness and knee pain. Additional information was received on 05-aug-2016. The global ptc number with ptc results were added. Clinical course updated and text was amended accordingly. Additional information was received on 30-aug-2016 from the patient. The patient's medical history, allergic history, past drug were added. The additional event of knee pain was added with details. The outcome of bruising in both knees, knee swelling and knee stiffness was updated from not recovered to recovered. Clinical course updated and text was amended accordingly. Additional information was received on 13-apr-2017 from the patient. The event of rash was added along with the details. The medical history of the patient was updated. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 30-aug-2016 and 13-apr-2017: the follow up information received does not change the overall case assessment. Sanofi company comment dated 02-aug-2016: this case concerns female patient who received treatment with synvisc one and later had bruising, pain and swelling in both knees. A causal relationship between suspect product and events has been considered to be possibly related due to positive temporal relationship. However, due to lack of information regarding medical history, concomitant medication and concurrent conditions of the patients a complete case assessment cannot be made.

Event description:
This unsolicited case from united states was received on 29-jul-2016 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and experienced bruising in both knees, knee swelling and knee stiffness on the same day. No medical history, concomitant medication and concurrent condition were reported. Patient had synvisc one last fall too but did not had problems then and it was the same doctor who administered it then. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (batch/lot number and expiration date: not provided) in both knees for arthritis. It was reported that the patient was having problems and complication since then. On the same day, patient developed swelling, stiffness and bruising in both knees. On (B)(6) 2016, cortisone was injected in patient's both knees. Patient wanted to know form the physician that where the synvisc one was injected. It was reported that the patient had pain in her below knee cap and the synvisc one was injected high on knee. Corrective treatment: cortisone for all events. Outcome: not recovered for all events. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for all events. Additional information was received on 05-aug-2016. The global ptc number with ptc results were added. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 05-aug-2016: the follow up information received does not change the overall case assessment. Sanofi company comment dated 02-aug-2016: this case concerns female patient who received treatment with synvisc one and later had bruising, pain and swelling in both knees. A causal relationship between suspect product and events has been considered to be possibly related due to positive temporal relationship. However, due to lack of information regarding medical history, concomitant medication and concurrent conditions of the patients a complete case assessment cannot be made.

Event description:
This case is related with the case: (B)(4) (same patient) this unsolicited case from united states was received on (B)(6) 2016 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and on the same day experienced bruising in both knees and allergic reaction. The patient's medical history was significant for osteoarthritis (diagnosed via xray in 2012), breast cancer (2001) and breast cancer surgery, chronic fatigue syndrome, had lymph node surgery under her right arm, depressive disorder, not elsewhere classified insomnia, unspecified myalgia and myositis, unspecified pain in joint, site unspecified personal history of cervical dysplasia, unspecified hemorrhoids without mention of complication 1 vitamin d deficiency. The patient had allergy to amitriptyline hydrochloride (elavil) (ringing in ears), trazodone (trouble sleeping), tramadol hydrochloride (ultram) (nausea, agitated). On (B)(6) 2015, the patient had an appointment with health professional. Patient had synvisc one last fall too but did not had problems then and it was the same doctor who administered it then. The patient's concomitant medications included alprazolam for insomnia, escitalopram oxalate (escitalopram) for depression, gabapentin for joint pain, ibuprofen, xantofyl (lutein) for age related macular degeneration of eyes (amd eyes), mometasone, multivitamin, nicotine (quit smoking in spring 1999), ibuprofen (motrin) and chondroitin sulfate/glucosamine (glucosamine w/chondroitin) for knee pain. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (last injection; one injection per knee) (batch/lot number and expiration date: not provided) in both knees for osteoarthritis. It was reported that the patient was having problems and complication since then. On the same day, patient developed swelling, stiffness and bruising in both knees. It was reported that the patient experienced knee pain, stiffness, swelling and bruising at and near the injection site involving both knees. It was reported that patient was allergic to synvisc one. On (B)(6) 2016, cortisone was injected in patient's both knees. Patient wanted to know form the physician that where the synvisc one was injected. It was reported that the patient had pain in her below knee cap and the synvisc one was injected high on knee. It was reported that by (B)(6) she could barely walk. On monday she went to a different doctor who gave her cortisone in both knees to "settle things down". It was reported that it didn't go well and kind of made her sick. Further reported, after three weeks the swelling was back. On an unknown date in 2016, after unknown latency, she had a bad rash. On (B)(6) 2017, the patient received synvisc-one in both knees for the third time. She states that the first time she received synvisc-one it was fine but the second time she had a reaction but it was not as severe as the third time. Also reported, the second time she received synvisc-one the rash was not as severe. Corrective treatment: cortisone for both events. Outcome: unknown for allergic reaction and recovered for bruising in both knees. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for both events. Additional information was received on 05-aug-2016. The global ptc number with ptc results were added. Clinical course updated and text was amended accordingly. Additional information was received on (B)(6) 2016 from the patient. The patient's medical history, allergic history, past drug were added. The additional event of knee pain was added with details. The outcome of bruising in both knees, knee swelling and knee stiffness was updated from not recovered to recovered. Clinical course updated and text was amended accordingly. Additional information was received on (B)(6) 2017 from the patient. The event of rash was added along with the details. The medical history of the patient was updated. Clinical course updated and text was amended accordingly. Follow up was received on 01-may-2017. The verbatim for the event of knee swelling was updated to knee swelling/swelling in both knees. The related case ((B)(4) ) was added. Additional information was received on (B)(6) 2017 from the patient. Patient height and weight was added. Concomitant medications was added. Events of knee pain, knee swelling/swelling in both knees, rash and knee stiffness were changed from diagnosis to symptom of allergic reaction. Event of allergic reaction was added along with its details. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 30-aug-2016, 13-apr-2017 and 27-jun-2017: the follow up information received does not change the overall case assessment. Sanofi company comment dated 02-aug-2016: this case concerns female patient who received treatment with synvisc one and later had bruising, pain and swelling in both knees. A causal relationship between suspect product and events has been considered to be possibly related due to positive temporal relationship. However, due to lack of information regarding medical history, concomitant medication and concurrent conditions of the patients a complete case assessment cannot be made.

Event description:
This case is related with the case: (B)(4) (same patient). This unsolicited case from united states was received on (B)(6) 2016 from a patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and on the same day experienced bruising in both knees and allergic reaction the patient's medical history was significant for osteoarthritis (diagnosed via xray in 2012), breast cancer (2001) and breast cancer surgery, chronic fatigue syndrome, had lymph node surgery under her right arm, depressive disorder, not elsewhere classified insomnia, unspecified myalgia and myositis, unspecified pain in joint, site unspecified personal history of cervical dysplasia, unspecified hemorrhoids without mention of complication 1 vitamin d deficiency. The patient had allergy to amitriptyline hydrochloride (elavil) (ringing in ears), trazodone (trouble sleeping), tramadol hydrochloride (ultram) (nausea, agitated). On (B)(6) 2015, the patient had an appointment with health professional. Patient had synvisc one last fall too but did not had problems then and it was the same doctor who administered it then. The patient's concomitant medications included alprazolam for insomnia, escitalopram oxalate (escitalopram) for depression, gabapentin for joint pain, ibuprofen, xantofyl (lutein) for age related macular degeneration of eyes (amd eyes), mometasone, multivitamin, nicotine (quit smoking in spring 1999), ibuprofen (motrin) and chondroitin sulfate/glucosamine (glucosamine w/chondroitin) for knee pain. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (last injection; one injection per knee) (batch/lot number: srsl003 and expiration date: feb-2019) in both knees for osteoarthritis. It was reported that the patient was having problems and complication since then. On the same day, patient developed swelling, stiffness and bruising in both knees. It was reported that the patient experienced knee pain, stiffness, swelling and bruising at and near the injection site involving both knees. It was reported that patient was allergic to synvisc one. On (B)(6) 2016, cortisone was injected in patient's both knees. Patient wanted to know form the physician that where the synvisc one was injected. It was reported that the patient had pain in her below knee cap and the synvisc one was injected high on knee. It was reported that by sunday she could barely walk. On monday she went to a different doctor who gave her cortisone in both knees to "settle things down". It was reported that it didn't go well and kind of made her sick. Further reported, after three weeks the swelling was back. On an unknown date in 2016, after unknown latency, she had a bad rash. On (B)(6) 2017, the patient received synvisc-one in both knees for the third time. She states that the first time she received synvisc-one it was fine but the second time she had a reaction but it was not as severe as the third time. Also reported, the second time she received synvisc-one the rash was not as severe. Corrective treatment: cortisone for both events. Outcome: unknown for allergic reaction and recovered for bruising in both knees a pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for both events additional information was received on 05-aug-2016. The global ptc number with ptc results were added. Clinical course updated and text was amended accordingly. Additional information was received on 30-aug-2016 from the patient. The patient's medical history, allergic history, past drug were added. The additional event of knee pain was added with details. The outcome of bruising in both knees, knee swelling and knee stiffness was updated from not recovered to recovered. Clinical course updated and text was amended accordingly. Additional information was received on 13-apr-2017 from the patient. The event of rash was added along with the details. The medical history of the patient was updated. Clinical course updated and text was amended accordingly. Follow up was received on 01-may-2017. The verbatim for the event of knee swelling was updated to knee swelling/swelling in both knees. The related case (B)(4 ) was added. Additional information was received on 27-jun-2017 from the patient. Patient height and weight was added. Concomitant medications was added. Events of knee pain, knee swelling/swelling in both knees, rash and knee stiffness were changed from diagnosis to symptom of allergic reaction. Event of allergic reaction was added along with its details. Clinical course updated and text was amended accordingly. Additional information was received on 31-jul-2017. Batch/lot number and expiration date was added. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 31-jul-2017: the follow up information received does not change the overall case assessment. This case concerns female patient who received treatment with synvisc one and later had bruising, pain and swelling in both knees. A causal relationship between suspect product and events has been considered to be possibly related due to positive temporal relationship. However, due to lack of information regarding medical history, concomitant medication and concurrent conditions of the patients a complete case assessment cannot be made.

Event description:
This case is related with the case: (B)(4) (same patient) this unsolicited case from united states was received on (B)(6) 2016 from a patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and on the same day experienced bruising in both knees and allergic reaction the patient's medical history was significant for osteoarthritis (diagnosed via xray in 2012), breast cancer (2001) and breast cancer surgery, chronic fatigue syndrome, had lymph node surgery under her right arm, depressive disorder, not elsewhere classified insomnia, unspecified myalgia and myositis, unspecified pain in joint, site unspecified personal history of cervical dysplasia, unspecified hemorrhoids without mention of complication 1 vitamin d deficiency. The patient had allergy to amitriptyline hydrochloride (elavil) (ringing in ears), trazodone (trouble sleeping), tramadol hydrochloride (ultram) (nausea, agitated). On (B)(6) 2015, the patient had an appointment with health professional. Patient had synvisc one last fall too but did not had problems then and it was the same doctor who administered it then. The patient's concomitant medications included alprazolam for insomnia, escitalopram oxalate (escitalopram) for depression, gabapentin for joint pain, ibuprofen, xantofyl (lutein) for age related macular degeneration of eyes (amd eyes), mometasone, multivitamin, nicotine (quit smoking in spring 1999), ibuprofen (motrin) and chondroitin sulfate/glucosamine (glucosamine w/chondroitin) for knee pain. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (last injection; one injection per knee) (batch/lot number: 6rsl003 and expiration date: (B)(6) 2019) in both knees for osteoarthritis. It was reported that the patient was having problems and complication since then. On the same day, patient developed swelling, stiffness and bruising in both knees. It was reported that the patient experienced knee pain, stiffness, swelling and bruising at and near the injection site involving both knees. It was reported that patient was allergic to synvisc one. On (B)(6) 2016, cortisone was injected in patient's both knees. Patient wanted to know form the physician that where the synvisc one was injected. It was reported that the patient had pain in her below knee cap and the synvisc one was injected high on knee. It was reported that by sunday she could barely walk. On monday she went to a different doctor who gave her cortisone in both knees to "settle things down". It was reported that it didn't go well and kind of made her sick. Further reported, after three weeks the swelling was back. On an unknown date in 2016, after unknown latency, she had a bad rash. On 2017, the patient received synvisc-one in both knees for the third time. She states that the first time she received synvisc-one it was fine but the second time she had a reaction but it was not as severe as the third time. Also reported, the second time she received synvisc-one the rash was not as severe. Corrective treatment: cortisone for both events outcome: unknown for allergic reaction and recovered for bruising in both knees a pharmaceutical technical complaint (ptc) was initiated with ptc number:(B)(4) the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for both events additional information was received on 05-aug-2016. The global ptc number with ptc results were added. Clinical course updated and text was amended accordingly. Additional information was received on 30-aug-2016 from the patient. The patient's medical history, allergic history, past drug were added. The additional event of knee pain was added with details. The outcome of bruising in both knees, knee swelling and knee stiffness was updated from not recovered to recovered. Clinical course updated and text was amended accordingly. Additional information was received on 13-apr-2017 from the patient. The event of rash was added along with the details. The medical history of the patient was updated. Clinical course updated and text was amended accordingly. Follow up was received on (B)(6) 2017. The verbatim for the event of knee swelling was updated to knee swelling/swelling in both knees. The related case (B)(4) was added. Additional information was received on 27-jun-2017 from the patient. Patient height and weight was added. Concomitant medications was added. Events of knee pain, knee swelling/swelling in both knees, rash and knee stiffness were changed from diagnosis to symptom of allergic reaction. Event of allergic reaction was added along with its details. Clinical course updated and text was amended accordingly. Additional information was received on 31-jul-2017. Batch/lot number and expiration date was added. Clinical course updated and text was amended accordingly. Additional information was received on 22-aug-2017. Batch/lot number was updated. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2017: the follow up information received does not change the overall case assessment. This case concerns female patient who received treatment with synvisc one and later had bruising, pain and swelling in both knees. A causal relationship between suspect product and events has been considered to be possibly related due to positive temporal relationship. However, due to lack of information regarding medical history, concomitant medication and concurrent conditions of the patients a complete case assessment cannot be made.

Event description:
This case is related with the case: (B)(4) (same patient). This unsolicited case from united states was received on 29-jul-2016 from a patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and on the same day experienced bruising in both knees and allergic reaction. The patient's medical history was significant for osteoarthritis (diagnosed via xray in 2012), breast cancer (2001) and breast cancer surgery, chronic fatigue syndrome, had lymph node surgery under her right arm, depressive disorder, not elsewhere classified insomnia, unspecified myalgia and myositis, unspecified pain in joint, site unspecified personal history of cervical dysplasia, unspecified hemorrhoids without mention of complication 1 vitamin d deficiency. The patient had allergy to amitriptyline hydrochloride (elavil) (ringing in ears), trazodone (trouble sleeping), tramadol hydrochloride (ultram) (nausea, agitated). On (B)(6) 2015, the patient had an appointment with health professional. Patient had synvisc one last fall too but did not had problems then and it was the same doctor who administered it then. The patient's concomitant medications included alprazolam for insomnia, escitalopram oxalate (escitalopram) for depression, gabapentin for joint pain, ibuprofen, xantofyl (lutein) for age related macular degeneration of eyes (amd eyes), mometasone, multivitamin, nicotine (quit smoking in spring 1999), ibuprofen (motrin) and chondroitin sulfate/glucosamine (glucosamine w/chondroitin) for knee pain. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (last injection; one injection per knee) (batch/lot number: 6rsl003 and expiration date: feb-2019) in both knees for osteoarthritis. It was reported that the patient was having problems and complication since then. On the same day, patient developed swelling, stiffness and bruising in both knees. It was reported that the patient experienced knee pain, stiffness, swelling and bruising at and near the injection site involving both knees. It was reported that patient was allergic to synvisc one. On (B)(6) 2016, cortisone was injected in patient's both knees. Patient wanted to know form the physician that where the synvisc one was injected. It was reported that the patient had pain in her below knee cap and the synvisc one was injected high on knee. It was reported that by sunday she could barely walk. On monday she went to a different doctor who gave her cortisone in both knees to "settle things down". It was reported that it didn't go well and kind of made her sick. Further reported, after three weeks the swelling was back. On an unknown date in 2016, after unknown latency, she had a bad rash. On (B)(6) 2017, the patient received synvisc-one in both knees for the third time. She states that the first time she received synvisc-one it was fine but the second time she had a reaction but it was not as severe as the third time. Also reported, the second time she received synvisc-one the rash was not as severe. Corrective treatment: cortisone for both events. Outcome: unknown for allergic reaction and recovered for bruising in both knees a pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4) the production and quality control documentation for lot 6rsl003 expiration date (02/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 6rsl003 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 24-aug-17, there were 4 complaints on file for lot 6rsl003: adverse event report, broken syringe, extrusion difficulty and barrel breakage. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: required intervention for both events additional information was received on 05-aug-2016. The global ptc number with ptc results were added. Clinical course updated and text was amended accordingly. Additional information was received on 30-aug-2016 from the patient. The patient's medical history, allergic history, past drug were added. The additional event of knee pain was added with details. The outcome of bruising in both knees, knee swelling and knee stiffness was updated from not recovered to recovered. Clinical course updated and text was amended accordingly. Additional information was received on 13-apr-2017 from the patient. The event of rash was added along with the details. The medical history of the patient was updated. Clinical course updated and text was amended accordingly. Follow up was received on 01-may-2017. The verbatim for the event of knee swelling was updated to knee swelling/swelling in both knees. The related case (B)(4) was added. Additional information was received on 27-jun-2017 from the patient. Patient height and weight was added. Concomitant medications was added. Events of knee pain, knee swelling/swelling in both knees, rash and knee stiffness were changed from diagnosis to symptom of allergic reaction. Event of allergic reaction was added along with its details. Clinical course updated and text was amended accordingly. Additional information was received on 31-jul-2017. Batch/lot number and expiration date was added. Clinical course updated and text was amended accordingly. Additional information was received on 22-aug-2017. Batch/lot number was updated. Clinical course updated and text was amended accordingly. Additional information was received on 24-aug-2017. Global ptc results were added. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 24-aug-2017: the follow up information received does not change the overall case assessment. This case concerns female patient who received treatment with synvisc one and later had bruising, pain and swelling in both knees. A causal relationship between suspect product and events has been considered to be possibly related due to positive temporal relationship. However, due to lack of information regarding medical history, concomitant medication and concurrent conditions of the patients a complete case assessment cannot be made.

Event description:
This unsolicited case from united states was received on 29-jul-2016 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and experienced knee pain, bruising in both knees, knee swelling and knee stiffness on the same day. The patient's medical history was significant for osteoarthritis (diagnosed via xray in 2012), breast cancer (2001), chronic fatigue syndrome, depressive disorder, not elsewhere classified insomnia, unspecified myalgia and myositis, unspecified pain in joint, site unspecified personal history of cervical dysplasia, unspecified hemorrhoids without mention of complication 1 vitamin d deficiency. The patient had allergy to amitriptyline hydrochloride (elavil) (ringing in ears), traz0done (trouble sleeping), tramadol hydrochloride (ultram) (nausea, agitated). On (B)(6) 2015, the patient had an appointment with health professional. Patient had synvisc one last fall too but did not had problems then and it was the same doctor who administered it then. The patient's concomitant medications included alprazolam for insomnia, escitalopram oxalate (escitalopram) for depression, gabapentin for joint pain, ibuprofen, xantofyl (lutein) for age related macular degeneration of eyes (amd eyes), mometasone, multivitamin, nicotine (quit smoking in spring 1999). On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (last injection; one injection per knee) (batch/lot number and expiration date: not provided) in both knees for arthritis. It was reported that the patient was having problems and complication since then. On the same day, patient developed swelling, stiffness and bruising in both knees. On (B)(6) 2016, the patient experienced knee pain, stiffness, swelling and bruising at and near the injection site involving both knees. On (B)(6) 2016, cortisone was injected in patient's both knees. Patient wanted to know form the physician that where the synvisc one was injected. It was reported that the patient had pain in her below knee cap and the synvisc one was injected high on knee. Corrective treatment: cortisone for all events. Outcome: recovered for all the events. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for all events. Additional information was received on 05-aug-2016. The global ptc number with ptc results were added. Clinical course updated and text was amended accordingly. Additional information was received on 30-aug-2016 from the patient. The patient's medical history, allergic history, past drug were added. The additional event of knee pain was added with details. The outcome of bruising in both knees, knee swelling and knee stiffness was updated from not recovered to recovered. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: (B)(4) comment for follow up dated 30-aug-2016: the follow up information received does not change the overall case assessment. (B)(4) comment dated 02-aug-2016: this case concerns female patient who received treatment with synvisc one and later had bruising, pain and swelling in both knees. A causal relationship between suspect product and events has been considered to be possibly related due to positive temporal relationship. However, due to lack of information regarding medical history, concomitant medication and concurrent conditions of the patients a complete case assessment cannot be made.